Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .023 - .098 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; the frayed cable and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a tenaculum forceps instrument had a wire in a loop near the tip of that goes inside the patient. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.